Event description:
The lesion mode was not functioning. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the cause for the reported hardware issue was due to a faulty upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.